Event description:
During an in-clinic follow up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.